Manufacturer narrative:
Complaint statement (B)(4): received 10 pcs 454209/b240333b and 15 pcs 454209/b240933l for evaluation. We have no remaining inventory of either material/batch. We have no further complaints on either material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. All tubes were visually inspected, and no deviations were noted. Additive content was found to be within specification in all tested samples. The complaint could not be confirmed.

Event description:
The customer advised they experienced 24 incidents (out of 1,000) over 2 weeks of edta tubes rejected for clotting. The customer advised the lab reported micro-clots upon microscopic smear review. The customer advised blood was collected with 21 g straight needles. No was difficulty reported during blood collection. Customer advised tubes were filled to >50% or completely filled to the indicator. Customer advised their training states to invert tubes several times.